Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 16348393; model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patients leads have migrated. The patient underwent a revision procedure.